Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral cystic epithelial ingrowth, noted at nine days post lasik re-treatment of both eyes. Reporter indicated the flaps were re-lifted and rinsed on day ten post op. Reporter additionally stated on post op day twenty-one pt was seen with very slight ingrowth present, but considered resolved. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.